Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture, stretched shaft, bunching/ irregular refold, and irregular appearance were able to be confirmed. The reported difficulty removing, and deflation issue was unable to be confirmed due to the condition of the returned device. Based on visual inspection and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to recanalize the popliteal artery with heavy calcification, a 6f non-abbott 11 cm sheath was placed via an antegrade puncture. A 6.0x80 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was prepped per the instructions for use without any issues noted. The armada 35 pta catheter was advanced very easily through the sheath, through the artery and past the calcification without any issues. The balloon was inflated for the first time for 5-10 seconds and the balloon ruptured at the rated burst pressure. Reportedly, the balloon rupture likely occurred due to sharp plaque. Negative pressure was applied however the balloon would not empty completely. The sheath was then pulled back without issue. However, when an attempt was made to retract the balloon into the sheath this was not possible. Reportedly, the marker was stuck behind the sheath. After a while, it was noted that the markers were no longer in the right place on the balloon shaft. The distal marker seemed to stay in position, however, the proximal marker was moving. The markers were not lost, they stayed on the shaft and were removed from the patient. The 6f non-abbott 11 cm sheath was exchanged for a bigger 7f non-abbott 35 cm sheath and the hub of the balloon was cut in order to do so. However, it was still not possible to retract the balloon into the 7f sheath. A larger sheath was not an option since the common femoral artery access site diameter was not big enough. An attempt was made to snare the balloon but this was unsuccessfully. The material of the balloon was noted to be crumbled in the lumen. The patient was sent to the operating room to have the balloon surgically removed which was successfully done.

Manufacturer narrative:
(B)(4). Event description continued: reportedly, it seems that the balloon ruptured circularly but this cannot be said with certainty. Besides the standard 5000 heparin during procedures an extra dose of 2500 heparin was given and a drip was given with 500 heparin in 50ml nacl. There was a clinically significant delay in the procedure due to the patient being sent to surgery. Post procedure visual inspection of the balloon and the balloon shaft, after removal from the patient, showed that the distance between the place where the balloon had ruptured (proximal) and the tip of the balloon was now approximately 13 cm long, whereas the balloon was only 8 cm of length. Possibly this happened during manipulation of the shaft. No additional information was provided. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.